Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. The patient¿s proximal neck was reported to be extremely tortuous (angle unknown). During delivery of the trunk-ipsilateral leg component the delivery catheter was advanced outside of the introducer sheath through the area of the tortuous anatomy. The physician reported having felt resistance; however continued to advance the catheter to the intended position. Intraprocedure angiography was performed to confirm the position of the trunk, and at this time identified an aortic dissection at the proximal neck. As the dissection was focal, the physician elected to deploy the trunk and continue the procedure. When attempting to cannulate the contralateral gate, the gate was found to be compressed proximally due to the tortuosity of the proximal neck. The physician encountered difficulty with cannulation of the gate, which resulted in a decrease of the patient¿s blood pressure. Angiography confirmed extension of the aortic dissection retrograde from the proximal neck to the ascending thoracic aorta. When the patient¿s blood pressure became stable the physician elected to continue the procedure and deployed all legs, an aortic extender component was implanted to cover the entry tear. Final angiography showed no endoleak, but did show a small amount of blood flow into the entry tear. Transesophageal echocardiography showed almost no flow in the false lumen at the ascending aorta; however the physician elected to repair the dissection surgically by replacing the ascending aorta with a surgical graft. All devices remained implanted. The patient tolerated the procedure.